Event description:
The customer returned the flex deflectable videoscope to the service center for evaluation related to a separate issue. During testing, the service technician found the device had image noise due to a damaged electronic component and was replaced. Additionally, the adhesive around objective lens was peeled/detached and was repaired. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the device image noise determined to be the result of component failure due to a damaged charged-coupled device unit, likely due to stress and or handling. Additionally, a definitive root cause of the peeled/detached objective lens adhesive could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.